Manufacturer narrative:
The insulin pump was stuck on an alarm loop after battery installation due to a software error. The functional tests could not be performed due to this anomaly. The insulin pump had a cracked reservoir tube and minor scratches on the display window.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a software error on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.